Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned with one strip only - unable to test. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that they received the replacement product however they didn't start to use it yet. No symptoms or medical attention reported since the last call. Customer ran control testing during the call, customer satisfied with the product.

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with tests results from results obtained of 82, 189 and 200 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/27/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :102mg/dl date:(B)(6) 2018 time:05:45am fasting; result 2 :111mg/dl date:(B)(6) 2018 time:05:41pm fasting; result 3 :118mg/dl date:(B)(6) 2018 time:05:39pm fasting; result 4 :118mg/dl date:(B)(6) 2018 time:07:54am fasting; result 5 :189mg/dl date:(B)(6) 2018 time:03:00pm fasting.